Manufacturer narrative:
An event of perivalvular leak, patient device interaction problem associated with thrombus, and valve underexpansion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The provided imaging was reviewed by an abbott clinical engineering manager. Based on the available information, the cause for the reported valve under-expansion and the reported patient device interaction problem associated with thrombus could not be determined. The cause of the perivalvular leak (pvl) is attributed to under expansion of the valve. The patient effects of heart block and atrial fibrillation could not be determined. The patient effects of heart failure is attributed to bradycardia (jugulated after pacemaker setting). The cause of the patient's bradycardia is attributed to the pacemaker settings. The patient aortic valve regurgitation is cascading effects of pvl. The reported hospitalization, unexpected medical intervention, and surgical interventions were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that on 22 october 2024, the patient had developed a first-degree atrioventricular block and subsequent complete heart block in concurrence with atrial fibrillation. On 29 october 2024, it's noted that the patient had an episode of cardiac decompensation, predominantly in the left side with transition to bradycardia at 40 beats per minute. It was also noted that the there was perivalvular leakage (pvl) of the 27mm navitor valve present resulting in aortic regurgitation. The patient was administered lasix with good response. A cardiac scan also revealed a partial thrombus. The patient was started on a regimen of 75mg kardegic. In (B)(6) 2025, the decision was made to implant an unknown to address the perivalvular leak. The cause of the patient's bradycardia is attributed to the pacemaker settings. The patient's cardiac decompensation is attributed to bradycardia. The cause of the cause of the pvl is attributed to under expansion of the 27mm navitor valve. The cause of the thrombus is unknown. The patient does not have any hematologic disorders or systemic illness that could contribute to hypercoagulability. The patient does not receive any treatment (medications) that could contribute to thrombus formation.

Manufacturer narrative:
An event of atrial fibrillation, bradycardia, heart failure/congestive heart failure was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation could not be conclusively determined. The reported heart failure was caused by an onset of bradycardia and the reported bradycardia could not be determined. The reported hospitalization and surgical intervention were as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1059 - vista registry, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 27mm navitor valve was successfully implanted in a patient. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. There was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no difficulty implanting the 27mm navitor valve. The length of the membranous septum was 2.6mm and the final non-coronary cusp implant depth was 5mm. On (B)(6) 2024, it was noted via electrocardiogram that the patient developed an onset of paroxysmal atrial fibrillation. The decision was made to implant a leadless permanent pacemaker. It was also noted that the patient presented with acute heart failure caused by an onset of bradycardia. The patient's pacemaker settings were adjusted. The cause of the patient's paroxysmal atrial fibrillation is unknown. There is no allegation of malfunction against the abbott device or procedure.